Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with episodes of post-paced t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. Programming changes were made. Dft and further actions will be discussed with the physician. Lead revision was performed. The lead was explanted and replaced. The patient was stable post-procedure.